Event description:
It was reported that the motor device bearing was overheating causing an intermittent locking failure. It was reported that the knurled/locking safety knob had an intermittent failure remaining in the "unlocked position" (for loading). It appears that all the attachment remained below the bearing temp rising to a maximum of 80-100f. The drill became pretty hot with the attachment factored out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of bearing overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the locking components were damaged. It was determined that the device failed pretest for cutter lock assessment. The assignable root cause was determined to be due to component failure from normal wear. Correction: d4: unique identifier(UDI) number: the UDI number was inadvertently recorded as (B)(4) in the initial medwatch report. The UDI number has been updated to (B)(4).